Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device failed to synchronize with the server. A technical support specialist (tss) found that the data synchronization service was stopped. The tss confirmed that the system technologist restarted the data synchronization service, and the synchronization completed successfully to resolve the issue. Further, the tss verified that the station completed the synchronization and was currently on manual override by the site. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to sync with the server. However, there were no delays or adverse events or injuries reported based on this event.